Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-15669. The pt has 2 leads (from the same lot) implanted as part of his scs sys. It was reported, the pt was not receiving adequate stimulation. The sjm rep met with the pt and diagnostics indicated high impedances. Reprogramming was unsuccessful. The pt indicated he was experiencing a stinging sensation at the ipg site while stimulation was on. Surgical intervention will be taken at a later date to address the issues.